Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to end of service, the vns patient¿s replacement device was opened but not used as the surgeon was unable to lock the setscrew. Another generator was used for the replacement. The unused generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned generator was completed and found that the setscrew socket was stripped. The returned torque wrench showed that the hex shaft end was damaged and rounded (non-hex shaped). The event was likely caused by incomplete insertion of the torque wrench shaft into the setscrew socket and user-related. No device malfunction was observed.